Event description:
It was reported that the bd insyte autoguard pnk 20ga x 1.16in had a needle retraction failure. The following information was provided by the initial reporter translated from portuguese to english: when using an abocath 20, the safety device was not activated when pressed. Additional information provided: was there any harm to patients/health professionals? No is there any patient involvement, please confirm? No could you send photos/videos of the sample? When did this event occur, before, after or during the procedure? During for sample collection: please inform: request via andressa purchasing department organization name: (B)(6) hospital, cnpj number: (B)(4), icms taxpayer (yes/no): no (we are exempt), product purchase invoice number: (B)(4). Complete address (street, zip code, neighborhood, city and state); (B)(6), sector/department: purchasing, contact (name and telephone number) (B)(6), how many units are available for collection? 1 unit, is the sample contaminated? If so, please state the substance: yes, blood. Can you confirm if the needle was bent or if the catheter (tube) was bent? No.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38183414 and lot number 4214448. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality team. Through examination of the sample, the safety device was partially activated. Damage to the barrel/cylinder was identified, which could cause the needle¿s incomplete retraction. It is possible that the cylinder damage was caused by a pressure variation or sensor reading failure within the barrel positioning station. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends. At this time, further action has not been determined necessary.